Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery faults was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. A log file ((B)(4)) was submitted for review which showed the system controller operating as intended. There were no notable alarms active in the log file that would indicate an issue with the system controller. Additional information provided on 21nov2024 stated the reported alarms resolved after exchanging the system controller. Additional information provided on 12dec2024 stated no product would be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was another emergency backup battery (ebb) fault over the weekend. This was the patient's second ebb fault. Patient attempted to do a self-test, but the alarm did not resolve initially. It resolved on saturday evening after another self-test. The system controller was replaced in clinic as a proactive measure. Log files were sent for review, and the event log captured ebb faults. There were constant pulsatility index (pi) events being logged and shortened the data capture to just several hours. These were considered routine. The patient did not experience an adverse event as a result of the system controller exchange. The alarms resolved after the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.